Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has intermittent high out of range impedance with high thresholds. A follow up with the patient¿s healthcare provider yielded that the device had alerted for impedance out of range on the ra lead with no capture and oversensing of noise. Arm maneuver troubleshooting was employed but was not able to reproduce any issue. A chest x-ray was performed but yielded no anomalies. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.